Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately four years and eight months post filter deployment, computed tomography revealed multiple large central pulmonary thromboemboli. Approximately three years later, computed tomography revealed several of the distal anchoring struts clearly extend beyond the vessel wall. At least one of these was within or immediately adjacent to the right lateral wall of the aorta. There was 9 degrees of angulation of the filter with respect to inferior vena cava in the coronal plane. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). However, the investigation is unconfirmed for filter tilt as the medical record states ¿9 degrees of angulation of the filter with respect to inferior vena cava in the coronal plane¿. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, in conjunction with or before orthopedic procedure and due to blood clot after knee replacement. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism; however, the current status of the patient is unknown.